Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tubes are not filled sufficiently during blood collection. The total drawn blood volume varies quite a bit - please see attached pictures. The tubes in the pictures are from different patient and taken by different phlebotomists in the past week.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-24. H.3. Investigation summary: seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 23 customer returned samples and 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tubes are not filled sufficiently during blood collection. The total drawn blood volume varies quite a bit - please see attached pictures. The tubes in the pictures are from different patient and taken by different phlebotomists in the past week.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tubes are not filled sufficiently during blood collection. The total drawn blood volume varies quite a bit - please see attached pictures. The tubes in the pictures are from different patient and taken by different phlebotomists in the past week.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.